Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. (B)(4).

Event description:
Complainant alleged that while attempting to cardiovert a (B)(6) patient (gender unknown), the device failed to discharge via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the reported malfunction. Electrodes pads or clinical data were not returned as part of the investigation. It is noteworthy to mention review of the device history records indicates the device returned for evaluation, two times prior to this report. The device was tested extensively, passing the re-certification. The device was recertified and returned to the customer. No trend is associated with reports of this type.